Event description:
The user facility's report of procedure indicates that percutaneous revascularization was offered to the pt as a heroic measure to provide symptomatic relief of severe angina. Following placement of another MFR's stent in the distal portion of the target vessel, a 3.5mm diameter x 30mm length ave gfx stent was inserted into the excessively tortuous and severely calcified lesion in the circumflex coronary artery. The mid section of the vessel was preveiously dissected during initial placement of the coronary guidewire into the vessel. The target lesion was then predilated with a percutaneous transluminal coronary angioplasty balloon with suboptimal results. Upon deployment of the stent and inflation of the stent delivery system balloon to 12 atms., which exceeds "rated" burst pressure of 9 atms., the balloon burst within the stent. Resistance was felt by the dr during attempted removal of the stent delivery balloon from the stent, due to the "burst" condition of the balloon. As a result, the physician tried to manipulate the stent delivery system and pulled back on the catheter, at which time the distal section of the catheter detached and remained within the pt's coronary artery. There was no attempt to snare the remaining balloon material because of acute vessel closure. The pt did not wish to pursue surgical revascularization, therefore, suffered an acute myocardial infarction and was placed on a ventilator. The pt expired a few days after the procedure. The physician's interpretation of the event is that "upon deflation of the delivery balloon, the stent may have been crimped on the balloon due to the calcification and tortuosity of the vessel". The films revealed that the pt had severe triple vessel disease with two patent vein grafts. The target vessel was severely calcified and tortuous. There is eveidence of a marker band in a coronary artery other than the stented artery with no flow to the stented artery.